Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Acetabular cup was loosening and not the femoral head.

Event description:
Asr revision; asr xl - left hip; reason(s) for revision: component loosening; pain; dislocations (not arising from a traumatic event); alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4) reason for original complaint: asr revision, asr xl - left, reason(s) for revision: component loosening - cup component, pain, dislocations (not arising from a traumatic event) and alval / soft tissue reaction. Enquiring into which component became loose. (B)(4). Update: added which component became loose. Received: april 26th 2013. Update - marked as legal, added kid number, added additional hospital and additional surgeon taken from (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint 26976 reason for original complaint - asr revision, asr xl - left, reason(s) for revision: component loosening - cup component, pain, dislocations (not arising from a traumatic event) and alval / soft tissue reaction. Enquiring into which component became loose. (B)(6). Update: added which component became loose. Received: (B)(6) 2013. Update - marked as legal, added kid number, added additional hospital and additional surgeon taken from (B)(6) email dated (B)(6) 2014. Update received: (B)(6) 2014 - removed n/a from patient ID, attached scf and amended implant date: (B)(6) 2008.